Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient experienced a rash, redness, drainage, and pustules under the sensor pod. The patient was evaluated by a healthcare personnel (hcp) who prescribed an oral antibiotic (cephalexin). At the time of the report, the patient was doing okay. No additional patient or event information is available.